Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged introducer and dilator was inconclusive since the problem could not be verified from the photograph that was provided for investigation. The photograph showed a section of instructions for the statlock stabilization device and a portion of the statlock packaging. No photographs of the introducer and/or dilator were provided for investigation. A review of the manufacturing records showed no evidence that the reported event was attributable to the manufacturing process. No evidence was provided to point to a certain root cause; therefore, the complaint was inconclusive. A lot history review (lhr) of redv3533 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported "the dilator frayed." On 05/13/2020: additional information received: PICC placed in right basilic vein. Unable to insert dilator over guidewire. Withdrew the dilator to nick patient's skin to assist in placement of dilator. Upon assessing dilator, it was frayed at the end in several locations. New dilator dropped onto sterile field and inserted over guidewire without issue. After completion of procedure, pictures taken of frayed dilator.